Manufacturer narrative:
Please review attached for the investigation results.

Manufacturer narrative:
Corrections.

Manufacturer narrative:
The associated complaint device was returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that patient underwent a revision of left tha due to mechanical failure of the implant, as reported due to rotary instability of femoral component at the mose stem/sleeve junction. All components except for acetabular shell were revised.